Event description:
A malfunction was reported on the pump, as described by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller in doing so, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappeared.